Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap at the connection between the disconnect cap and the main body of the transfer set after connection by a clean flash device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. Functional tests including optical comparator box and pin gauges dimension measurements were performed with no issues related to this issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.